Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the buttons were difficult to press. The customer¿s blood glucose level was unknown. The customer reported buttons were difficult to press. The troubleshooting was not mentioned. The product will not be returned for analysis.